Manufacturer narrative:
Results: the handle had an unknown material inside the nosecone. The nosecone to the handle was blocked by an unknown material. The unknown material was removed and the handle was functionally tested within specification. A clicking sound was observed during the functional test. Conclusions: evaluation of the returned handle revealed that the nosecone was blocked by an unknown material. The root cause of the unknown material inside the nosecone of the handle could not be determined. The unknown material was removed and the handle was functionally tested within specification. A click sound was observed during the functional test. Penumbra handles are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02173.

Event description:
The patient was undergoing a coil embolization procedure on the splenic artery using a pod5 and pod detachment handle (handle). During the procedure, the physician was unable to detach the pod5 using the handle. It was also reported that the handle would not click. Therefore, the handle was removed, and a new handle was used to complete the procedure. There was no report of an adverse effect to the patient.